Manufacturer narrative:
Replacement casters were sent to the account to repair the bed.

Event description:
The account stated the brake steer caster is broken and the inner stem is snapped. This prevented the bed from locking into brake or steer. Brake not holding.